Event description:
It was reported that the patient felt stimulation for about 30 seconds and then off for about 15 seconds. Something turned his ins off and the patient noted a full return of symptoms. There was no known accident or incident related to this issue. It was reviewed the possibility ins could be programmed to "cycling" mode. The patient wasn't sure what all the buttons on the programmer did and thought he might have turned ins off by mistake. If additional information is received, a follow up report will be sent.

Event description:
Additional information showed the patient's issues had been resolved. The patient had no further concerns with their device.

Manufacturer narrative:
Product ID, 3889-28 lot# v942570, serial#, implanted: 2012 (B)(6), explanted: product typ lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).